Event description:
(B)(4). Hip pain and swollen left hip, leg cramps and ankle and feet swelling, extreme cramps and pelvic pain, sharp and stabbing pelvic pain, lower back pain, headaches, depression, stress and anxiety, mood swings, extreme hot flashes, I feel like I';m going through menopause - been tested for it but dr said my tests came out fine, dry vaginal, painful during sex, vaginal odor, belly button leakage, painful periods, nipples are very sore and sensitive, heartburn, forgetfulness.